Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, distal left anterior descending artery, after predilatation the 2.5 x 38 mm xience prime stent delivery system (sds) was attempted but could not cross the lesion. It was noted that numerous attempts to advance were made without success, however, the shaft of the xience prime sds broke and separated. The device was removed without incident. A second 2.5 x 38 mm xience prime sds was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - against resistance. Guide wire: miracle; guide cath: cordis. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all additional relevant information.